Event description:
It was reported that the patient had an ocular artery segment aneurysm, 12cm-9cm in size, and was embolized with a dense mesh stent. The first one was filled with 11-inch 3d coil. The second was filled with 10-36-inch coil and was delivered smoothly through the microcatheter. When making the first adjustment in the aneurysm, it was found that the coil could not be withdrawn, so we continued to push the coil inside. The controller provided was used to detach the coil once, and found that the coil could not be withdrawn, but it could be pushed forward. After several attempts to detach it, it still could not be withdrawn. Then the stent was used to press the neck of the aneurysm, but the stent was not completely released, and the microcatheter was withdrawn as a whole. Fortunately, the coil and pusher were detached during the withdrawal process. After the microcatheter was withdrawn, found that the pusher of the coil was completely stretched. Then continue to retract the stent, then use the guide wire and microcatheter to enter the aneurysm, fill in the coils in sequence, and finally release the stent to end the procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.